Manufacturer narrative:
Additional information : device manufactured between october 29, 2018 to november 01, 2018. The device was received for evaluation. A visual inspection was done and observed valve set connector received detached from the valve set silicone tubing in the packaging received and no inlet defect was observed. No functional test was done for this complaint. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set had a connection issue. This issue was identified at the dispensing room during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.